Event description:
A plasma exchange patient had an uneventful plasma therapeutic exchange performed. 2 days later, the patient experienced a fever and went to the hospital, where blood cultures were drawn. A positive bacillus cereus culture was obtained from the patient's peripheral blood and from the patient's central line catheter. The patient was in the hospital for 22 days and was discharged. The reporting hcp did not have any information regarding the patient's treatment during the patient's hospitalization. Another plasma exchange was performed on this patient without incident. The hcp stated there had been no other reports of bacillus cereus infections with other patients using the reported lot number.